Event description:
Hamilton medical ag received the following event description: "ventilator powered down on its own when in standby unplugged. When power button pressed despite plugged in, constant high pitch alarm with no display, hot smell followed, display not turning on. Broken vu connector on board. "

Manufacturer narrative:
Investigation is ongoing.